Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory analysis verified that communication could not be established with the device. The device casing was opened up and a power supply was substituted for the depleted cell to check current. It was noted that the circuitry looked normal. The pem analysis found that there was an emission spot due to a gate oxide defect on one of the blocks. That gate oxide defect resulted in a high current drain that resulted in premature battery depletion of the device, which in turn caused the loss of telemetry.

Event description:
Boston scientific received information that prior to implant of this device interrogation was unsuccessful. Several techniques were used and interrogation was still unsuccessful. The device was never used. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). Detailed analysis is being performed on this device. Upon completion of analysis, this report will be updated.

Event description:
--